Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had a bone density test done on the (B)(6) 2020 and the stated ¿it went crazy.¿ the patient clarified she felt an increase in stimulation at the time of the test. The patient did not turn stimulation off because the controller was not working. The patient stated the stimulation was low on 2 previously. The patient was redirected to their healthcare provider (hcp). Subsequently it was reported that starting at the end of (B)(6), she noticed her stimulation settings do not feel the same. The patient stated she feels like stimulation is only working on the right side. The patient stated in order to feel stimulation on the left, she has to have amplitude increased (double what the right side is). The patient stated something is not right and she would like to have this fixed. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.